Manufacturer narrative:
(B)(4) currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received replace battery now alarm and failed battery now. The customer¿s blood glucose level was 168 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current and sleep current test. Unexpected battery power loss and failed battery test not found during testing. (B)(4).